Event description:
Additional information received from the patient's husband on (B)(6) 2016 reported that the lead on one side had extra wire and forgiveness, while the lead that broke showed on x-ray there wasn't as much give in the wire. It was stated that the wire got stretched and break so they had to put in a new lead and implantable neurostimulator (ins). The patient's husband then reiterated that when they were doing x-rays and mris they found a brain aneurysm which is unknown to be related to the implant or not, and they won't know until the end of (B)(6) 2016 on how they will treat the aneurysm with a clip or a coil. See related regulatory report 3004209178-2016-17480.

Manufacturer narrative:
Other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va09evj, implanted: (B)(6) 2013, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va16wtk, implanted: (B)(6) 2016, product type: lead.

Event description:
A consumer reported that they had an issue with the lead and the lead broke in half. Six months after implant, a revision was done and the patient received a new lead. No trauma or falls were reported and the patient did not have any unrelated medical procedures. The patient had completely recovered from the revision. No symptoms were reported. The patient was diagnosed with a brain aneurysm in 2016 and they were concerned that they were not notified about this by one of their health care providers (hcp). The patient's indication for use is parkinson's dual and movement disorders. Refer to manufacturer report #3004209178-2016-17480.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.